Event description:
The patient reported that he activated a pod on (B)(6). A few hours later he passed out and was found by his brother. His blood glucose read "high" (>500 mg/dl). He stated he was hospitalized for the hyperglycemia but didn't detail any treatment or additional history. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia, loss of consciousness and hospitalization. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "low" or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."